Event description:
It was reported that a threaded inserter tip broke off while implanting an interbody space in l3-4 chipping the implant. Both pieces were recovered. Implant was not explanted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.